Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states th bolt will not stay tightened in the fork housing castor head tube and fell out.